Event description:
It was reported that the procedure was to treat the right iliac artery with moderate calcification, moderate tortuosity and 80% stenosis. The 8x39 mm omnilink elite stent delivery system (sds) failed to cross the lesion due to the anatomy and the stent dislodged. The stent was implanted with a balloon in a location completely outside the target lesion. Another omnilink elite sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.